Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax and reddish material inside the pebax, also a foreign material was observed below an electrode. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue is not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 05-apr-2023 that there was a hole on the pebax and reddish material inside the pebax, also a foreign material was observed below an electrode. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 05-apr-2023.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 08-mar-2023. The device evaluation was completed on 05-apr-2023. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole on the pebax and reddish material inside of it. Also, a foreign material was observed below an electrode. A screening test was tested on carto and the catheter was properly visualized and no errors were observed. The force feature could not be performed due to the temperature failure. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the tip creating the temperature issue. The foreign material was sent to the analytical laboratory to perform a fourier transform infrared analysis (ft-ir) and the conclusion was that overall, ftir analysis results revealed that the white particle material is mainly composed of cellulose according to spectra comparison. Spectrum changes can be attributed to different structure of the material. However, source of origin remains unknown. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated. The foreign material inside the pebax component could be related to the force issue reported by the customer, however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).